Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 5.8 mmol/l versus 4.6 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 1.2 mmol/l or 21%. Patient did not experience any adverse events. No further information has been reported.